Manufacturer narrative:
A ge service representative performed an onsite investigation and replaced the keyboard. The system was tested and found to be working as intended and put back into service. The issue with the no image could not be duplicated.

Event description:
The customer reported that the keyboard was sticking and that there was no image. No patient injury was reported.